Event description:
The autoreader showed positive biological. Upon observation the biological did not change color, which would indicate that this was a false positive. This was the second occurrence in the last month.